Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196, implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported the patient was in a car accident on the way home from the device implant procedure and since then patient feels the device is moving under the skin. Follow-up was conducted to obtain additional information on the patient and the device, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications have been reported as a result of this event.